Event description:
A patient reported experiencing inaccurate errate results with a meter. The patient's blood glucose results were 34mg/dl, 67mg/dl. Tests were done within <10 minutes with a difference of 27mg/dl. Patient did not experience any adverse events. No further information has been reported.